Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via social media that the patient was experiencing muscle spasms that could barely walk, sit or lie down after an explant procedure.